Event description:
On (B)(6) 2012 at the (B)(6) it was reported that after 10 days following an ECMO procedure, the cardiohelp-I. Serial number (B)(4) displayed an error message 'does not detect flow with running motor and the pump stopped. The user then decided to change the system with a pls. For the other event reported in this complaint a separate medwatch (8010762-2015-00620) is being submitted. (B)(4).

Manufacturer narrative:
(B)(4). The error log from the device was analyzed and the reported errors were confirmed. Long term testing (24 hours) was performed with five different hls sets, however the reported symptom could not be reproduced under normal use conditions. The error was only able to be reproduced when the oxygenator was detached and moved 5 mm or more away from the cardiohelp drive which points to a possible handling/use error. (B)(4).